Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rvtip-to-rvcoil impedance warning, a rv lead noising warning, and lead integrity alert (lia) were triggered for the right ventricular (rv) lead. The rv lead exhibited sensing integrity counter (sic) and oversensing-noise episodes. The rv lead was explanted and replaced. However, it was noted that during the rv lead extraction the atrial lead was dislodged. Therefore, the atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.